Manufacturer narrative:
B4: (B)(6) 2021. The field service engineer (fse) confirmed the reported failure. The fse replaced the front bezel to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
B4: (B)(6) 2021. No part was returned for failure investigation. Previous investigations have shown that the liquid ingress due to variability of the assembly process was the root cause of the navigation ring failure.

Manufacturer narrative:
Report date: 22jun2021. There was no patient involvement.

Event description:
The customer reported that the nav ring is defective. The device was not in clinical use at the time of the event. No patient or user harm was reported.